Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue issue as bent/broken non patient end cannula. And based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported that the non-patient end needles are breaking off into the pen when she tries to remove the hub after doing her injections. Consumer does not re-use. Lot #: 3339356, 3325661. Catalog #: 320550. Date of event: unknown. Samples: available - sending mail kit.